Event description:
The st. Jude rep reported that the battery voltage of the device was depleted after 2 months of implant and > 255 high voltage charges. These charges, most of which were aborted, were due to noise. The decision was made to replace the device. It was also noted that the distal setscrew was loose.